Event description:
It was reported that the customer experienced a low blood glucose (bg) level with trace ketones resulting in the customer losing consciousness; bg value was not provided. Reportedly, the customer administered a mealtime bolus but did not eat any amount of carbohydrates that were entered into the bolus menu. Customer administered a glucagon injection to initially treat bg. The customer was subsequently hospitalized where healthcare providers administered intravenous fluids of saline to treat bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."